Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the fenestrated bipolar forceps instrument cable broke. The procedure was completed with no reports of patient injury. Intuitive received the following additional information via follow up: the instrument was inspected prior to use. Nothing out of the ordinary was found. The instrument was grasping tissue when the issue occurred. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. The broken cable was black. The cable broke/snapped off with visible frays at the end of the cable where it broke. It is unknown if there was any loss of cautery associated with broken cable. The surgeon was not using cautery at the time the cable broke. The surgeon immediately stopped using the instrument when the cable broke, and waited until his staff brought him a replacement instrument so he could continue the procedure. There were no signs of thermal damage at the site of breakage. The instrument did not collide with any other instrument or tool during the procedure. No fragments fell inside of the patient¿s anatomy. The instrument is available for return to isi for evaluation. A photographic image of the device was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken there was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.